Manufacturer narrative:
Only a portion of the lens containing a haptic was returned loose inside the carton with the assembled lens case. Solution is dried on the lens. One haptic is slightly bent in the distal area. The optic is cut into portions, typical of insertion and removal (the portion containing the other haptic was not returned). The optic has small scrape marks near the cut areas. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the iol haptic was damaged, unstable after it was placed in the eye. The reporter confirmed that the iol was removed during the initial procedure. The incision was widened, sutures were required after removal and the patient was left aphakic. A secondary surgery was scheduled. Additional information has been requested but not received.